Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6fr sheath in the right common femoral artery. During delivery of the procoagulant resistance was noted. Following the deployment, the pt experienced loss of pulses. An arterial occlusion was confirmed and treatment consisted of thrombolytic therapy, anticoagulation therapy and a percutaneous transluminal angioplasty. The event was resolved with no further complications reported.